Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the fenestrated bipolar instrument started sparking inside the patient cavity. The customer switched out the faulty instrument for a new one to resolve the reported problem. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that arm was faulty and sparked inside the patient. The instrument was inspected prior to use and during the procedure as per normal procedure. There was no harm to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting sparking, an investigation is in progress. Intuitive surgical, inc. (Isi) requested the return of the instrument for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. The failure analysis found the primary failure of thermal damage-exposed electrode to be related to the customer reported complaint. The instrument was found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. The instrument was placed and driven on an in-house system. The instrument delivered energy with signs of arcing on 3 of 3 attempts.

Event description:
Refer to h10/h11 for follow-up information.